Event description:
It was reported that foreign material was found in the sterile packaging.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: some foreign particles were found inside the package. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be foreign material fell inside during packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foreign material was found in the sterile packaging.